Event description:
Customer reported on a bravo ph capsule that failed to detach from delivery system. The doctor broke the delivery handle and was able to retrieve the capsule by pulling the pull wire.

Manufacturer narrative:
No patient injury has occurred following this incident.